Event description:
It was reported that the patient's blood glucose (bg) levels reached 26.2 mmol/l (471.6 mg/dl) while wearing the pod between 1 and 4 hours. The pod was removed, the cannula was noted to be bent and the needle had not retracted indicating a failure of the needle mechanism. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.